Event description:
In 2004, the patient was implanted with two gore excluder aaa endoprosthesis for treatment of an abdominal aortic aneurysm. The patient tolerated the procedure and there were no endoleaks. In 2006, the patient underwent treatment for a suspected type iii endoleak. Balloon dilation was performed at the gate of the previously implanted gore excluder aaa contralateral endoprosthesis. The patient tolerated this procedure, and was discharged to home the next day. Final repeat angiograms revealed no evidence of an endoleak.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.